Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 160 mg/dl. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. The customer declined to remove the cannula to inspect it for damage. The customer was able to resume insulin and deliver the remainder of the bolus without receiving another alarm.